Event description:
Samples received.

Manufacturer narrative:
Investigation summary: the customer reported the t-connector broke off, and returned 3 samples of material mxt1003, lot 24079242. Upon initial visual examination, the sets confirmed the failure mode of t-connector falling off. The sets came with the luer collar separated and completely off of the t-connector. The manufacturing site found the root cause for the t-connector coming apart easily is the lip on the male luer. This 'lip' that retains the luer collar was found to be out of specification. This lip was too small, allowing the collar to loosely slide off the luer. This issue has been escalated into a funded project at the manufacturing site to address and mitigate the risk of this issue recurring. This project includes a work order to replace the slide core pin for the mold, a quality notification to contain lots in process, and a quality alert to communicate to personnel the issue. A device history record review was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd maxguard pressure rated t-connector extension set broke the following information was received by the initial reporter with the following verbatim: it was reported by customer that upon connecting the t-connector to IV catheter, it broke off upon twisting. T-connector was immediately disconnected from IV catheter, no harm to patient.